Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the drive feature was found to be twisted and broken, missing about .06 in. It is not stated whether or not a torque indicating device was used to prevent overtorquing. The cause is undetermined, however a likely cause is continually applying torque.

Event description:
It was reported that during a universe reverse prosthesis surgery the tip of the screw driver was bent and could not be used properly anymore as it did not fit into the screw head properly. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.